Manufacturer narrative:
A ge service representative performed an on site investigation. The video pin in the interconnect cable receptacle was found bent, this was corrected during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9600 system locked up at the start of a procedure. The 9600 system had to be removed and the procedure was completed with another system. No pt injury was reported.